Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vein. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the 2nd inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another mustang balloon catheter. No patient complications were reported.